Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 16 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with mid-section struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A 0.014" test guidewire loaded successfully. No other issues were identified during the product analysis.

Event description:
Reportable based on device analyss completed on 10dec2020. It was reported that advancing difficulties were encountered. The target lesion was located in the right coronary artery (rca). Under imaging, there was severe stenosis in the distal end of the rca, diffused calcification and stenosis in the middle of rca. Following pre-dilatation, a 16 x 3.00mm promus premier drug-eluting stent was advanced for treatment. However, the stent could not reach to the lesion. Pre-dilatation was performed again but resistance was encountered and the stent was stuck in the calcification part. The physician retrieved the stent and completed the procedure with another of the same device. There were no patient complications reported and patient's status was stable. However, returned device analysis revealed stent damaged.